Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured on (B)(6) 2012, multigravida, parity 2, depression, anxiety disorder, pelvic pain, diabetes, anxiety disorder, depression, bloating, diarrhea, eczema, ovarian cyst and irritable bowel syndrome. Previously administered products included for constipation: vicodin. Concurrent conditions included colitis since (B)(6) 2012, gastroesophageal reflux disease, esophagitis, seasonal allergy, vitamin d deficiency, chronic fatigue, abdominal pain generalized and lower abdominal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (full hysterectomy in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Insertion detail: 4 coils were seen. Surgery continued with the right tube where similarly the tube was cannulated to the black marker, the micro device properly placed and released in the tube. 5 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available). Body weight was reported to be (B)(6). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured on (B)(6) 2012, multigravida, parity 2, depression, anxiety disorder, pelvic pain, diabetes, anxiety disorder, depression, abdominal bloating, diarrhea, eczema, ovarian cyst and irritable bowel syndrome. Previously administered products included for constipation: vicodin. Concurrent conditions included colitis since (B)(6) 2012, gastroesophageal reflux disease, esophagitis, seasonal allergy, vitamin d deficiency, chronic fatigue, abdominal pain generalized and lower abdominal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and cyst ("cysts"). The patient was treated with surgery (full hysterectomy in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and cyst outcome was unknown. The reporter considered cyst, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion detail: 4 coils were seen. Surgery continued with the right tube where similarly the tube was cannulated to the black marker, the micro device properly placed and released in the tube. 5 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.633 kgs. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received. New event cysts was added. Date of removal updated, cluster ID was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.